Manufacturer narrative:
Examination of the involved nail manufacturing records indicated the implant was manufactured according to specification. The implant was not available to the company; thus, its physical examination was not possible. It is noted that the nail, implanted due to pathological (metastatic) fracture, withheld more than 5 months with no signs of bone healing. Importantly, surgeon indicated the patient weighed 240 pounds, had a large femoral canal and an active lifestyle. Although nail could not be examined, the fact that it broke after more than 5 months with non-union suggests a fatigue fracture. In the revision surgery (performed by the same surgeon) the involved nail was removed and a metal nail of a bigger diameter was implanted; this nail also broke, and was replaced by a third nail with a diameter of 15mm. Breakage of proximal femur nails is known and documented in the literature, with reported rates that range from 0.2% to 5.6%). The risk of implant fatigue failure increases in the case of pathological fractures [1]. [1] johnson na et al., risk factors for intramedullary nail breakage in proximal femoral fractures: a 10-year retrospective review. Ann r coll surg engl. 2017; 99(2): 145-150.

Event description:
An 11mm diameter proximal femur nail was implanted to treat a pathologic fracture (metastasis of renal cancer), in a patient weighing (B)(6). More than 5 months post-operation, nail broke at the pathologic site (bone showed no signs of healing) and was replaced with a metal nail of larger dimensions (diameter of 13mm). It is noted that the revised 13mm metal nail also broke (with no bone healing) and was replaced with a 15mm diameter nail.